Event description:
Tv100 transport ventilator being set up and screen stopped working unable to make any adjustments. Was never placed on pt. Device pulled to send to ce. This device was green stickered and received software update. Manufacturer response for transport ventilator, tv100 (per site reporter).